Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller¿s black power cable was not confirmed. Additional information provided communicated that no log files or photos of the damage to the cable were available for review. The root cause of the reported event could not be conclusively determined through this analysis. The serial number of the heartmate ii system controller was not reported with the event. Heartmate ii instructions for use (rev. B) section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the black power cable of the system controller was damaged. No wires were exposed. The system controller was exchanged.